Event description:
It was reported that revision surgery has been performed. The patient was originally implanted with a bhr acetabular cup, a finsbury adept femoral head and a zimmer cls spotorno stem. Note: this incident involved off-label use of the bhr devices by the implanting surgeon.

Manufacturer narrative:
Upon reviewing the reported information, it is clear this patient originally received implants from several different device manufacturers, and the devices reportedly implanted in this event were utilized in an off-label application by the implanting surgeon. Based on the information supplied, this patient was implanted with a bhr acetabular cup with a finsbury metal on metal femoral head. The prohibition against matching bhr implants with competitor products is covered within the bhr labelling, surgical technique and surgeon training. Smith & nephew orthopaedics ltd. Recommends that smith & nephew orthopaedics, ltd. Products should never be used in conjunction with other manufacturer¿s implants.